Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had issues with the tubing three days ago from the day of this report ((B)(6) 2019), as the infusion set's tubing disconnected from the quick release at the site while sleeping. The patient woke up with high blood glucose level. The site location was at patient's upper buttock and the pump was located on top of the dress. The infusion had been in use for 2 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.